Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient gender was provided by sid number: female patients included sid (B)(6). Male patients included sid (B)(6). This report is being filed on an international product, list number 8k25-20/-25 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer observed multiple falsely elevated results while using architect intact pth reagent. The customer stated results for the architect method were approximately 50% higher than results of an external laboratory method. The following data was provided. The customer uses reference range 15 to 68 pg/ml. The method used by the other laboratory was not provided however the other method uses reference range 15 to 65 pg/ml. (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed and the evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between (B)(6) 2018 and (B)(6) 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.